Event description:
The customer had an unresponsive keypad and did not notice numbers ramping without buttons being pressed. Customer's blood glucose was 255 mg/dl. Customer stated that she had noticed for a few weeks that she has to press buttons with more force to get a response. Customer stated that she attempted to bolus and was unable to use the act button. Customer stated that the up, down, and esc buttons are hard to press.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. There was no unexpected numbers ramping/scrolling during testing. The pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.